Event description:
During a routine phacoemulsification procedure the machine reportedly failed to respond and resulted in a broken capsule and dropped nucleus. The patient was referred to a retinal specialist to remove the remaining lens and perform a vitrectomy. The patient is reported as progressing fine.